Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump with serial number a123479 repeatedly prompted for restart, after which the patient updated firmware and restarted the device; the pump then generated alert 38 indicating a consecutive motor stall, and a replacement was arranged. Symptoms included hyperglycemia around 300 mg/dl without reported clinical sequelae. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included troubleshooting with the patient, firmware update, device restart, review of alarm history, and arrangements for return of the device for evaluation. Investigation of this case revealed a reported motor stall consistent with a stalled drive mechanism within the pump, despite adequate battery charge and successful firmware update. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction related to the pump¿s motor assembly.